Manufacturer narrative:
Concomitant medical products: (2) pri tubing; td (B)(6) 2020. The report that the barrel clamp would not close when the knob was adjusted was not confirmed. Inspection of the source syringe module s/n (B)(4) revealed that it was received in good condition. The pump module error log showed no errors or malfunctions related to the barrel clamp. The pump module event log showed no log entries prior to 27mar2020. The syringe module event log recorded the most recent log entries on 27mar2020, when the device is shown attached to pcu s/n (B)(4) at 1:18 pm. The logs record a ¿not for human use¿ entry, which suggests the device was undergoing maintenance. There were no other entries recorded. Tests performed found the source syringe module operating within specification. Preventive maintenance was performed on the source syringe module. The device completed each task with no errors or malfunctions. The root cause of the barrel clamp on the syringe module reportedly not closing when the knob was adjusted was not identified. Device history review: review of the source syringe module s/n (B)(4) service history record showed that the device was manufactured on 05/24/2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 08/20/2020 and indicated that this device has been previously returned for service failing for calibration related issues, the device failed plunger force accuracy. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that the syringe barrel clamp on the syringe module would not close when the knob was adjusted. There is no report of patient involvement or patient harm.